Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd venflon¿ pro safety shielded IV catheters leaked blood from the top port during use. The following information was provided by the initial reporter: "leaking 18g safety cannula. It was reported that once a drug has been inserted through the top port via a syringe, anaesthetists felt a pop then removed the syringe and blood started pouring out from the top port uncontrollably. Our anaesthetists relayed to us how serious this is and that it keeps happening. This particular IV then has to be removed quickly and pressure has to be applied whilst another IV has to be inserted asap. All these occasions have been when the patient has started to be anaesthetised therefore a very crucial time for when the IV has to work efficiently."